Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. The physician noted that the electrode had problem with the helix. When they attempted to position the lead several times, the helix was not working well. Subsequently a new lead was implanted. No additional patient adverse effects were reported.